Event description:
Reporter indicated that pt's ncp system was explanted due to infection in the pulse generator/pocket area. No cultures were performed. The pt reportedly irritated/scratched at the incision site. The infection was treated with antibiotics and explant of the pulse generator and lead (leaving electrodes). The pt's device was reportedly implanted in the posterior scapula area. No re-implant is scheduled at this time. The infection has reportedly resolved.